Event description:
It was reported to boston scientific corporation that during an anterior pelvic floor repair procedure involving an uphold vaginal support system, the physician placed the first mesh leg assembly into the patient's sacrospinous ligament. The physician then threw the second mesh leg assembly through the other sacrospinous ligament, however when the physician attempted to pull the mesh leg through the patient's tissue, "about" 1 centimeter of suture (with the needle at the end) detached and was captured inside the capio cage. It was reported that resistance was encountered while pulling the mesh leg assembly through the patient's tissue. It was reported that the physician completed the procedure with another uphold vaginal support system with no patient complications and reportedly the patient is "fine".

Manufacturer narrative:
The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause of this event. However, if any further relevant information is identified, a supplemental medwatch will be filed.(B)(4).